Event description:
A company representative reported that the tip of a cascadia lordotic oblique inserter fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Additional data: h3. H6: coding has been updated to reflect completion of the investigation.

Event description:
No new information.